Event description:
The customer received a blood glucose reading of 212mg/dl from her lab test and an approximate reading of 71mg/dl from her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left so no product will be returned. Replacement test strips and meter were sent to the customer